Event description:
It was reported that the right ventricular (rv) lead became dislodged during an unrelated procedure. At a later date the rv lead was explanted and replaced to resolve the event. The patient was in stable condition. The helix was unable to be extended during the explant procedure.